Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report , b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event , h2: follow up type , h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. One imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) was returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. Implant was fractured at the collar. Blood/debris was inside the implant. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were low bone density ¿ type iii. The reported device had been placed on tooth #15 (fdi) for approximately 6 years. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvmwb10) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. (Complaint category keyword(s): dental: functional: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site # 15 became fractured.